Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 05/23/2014. Evaluation shows mechanical part of head array is dismantled and missing parts. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the customer is out of neutral on rim control and it's causing the chair to not stop.